Event description:
Customer reported an intermittent delay when x-ray switch is pressed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. Ge rep replaced the battery pack and gib as a preventative measure. System operates as intended.